Event description:
Complainant alleged that while treating a male pt (age unk) the wire came out of the anterior electrode when the pt was moved. The electrodes were reportedly stored next to a blanket heater and when. The electrode was placed on to the pt, it would not adhere to the pt's skin. The clinician applied the electrode using tape; the tape was not placed over the wire of the electrode. The pt was paced for approx an hour after the wire came out of the electrode. It was found to be "very hot." It was indicated that the electrodes were inadvertently discarded and are not available for evaluation. Complainant indicated that the clinician obtained another set of electrodes to continue treating the pt. Complainant indicated that there was no adverse set of electrodes to continue malfunction.